Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call failed battery test and battery out limit alarm on the insulin pump. Customer's blood glucose level was 298 mg/dl. Troubleshooting was performed. Customer received failed battery test and replaced the battery on the insulin pump with a used battery not a new one. Customer received failed battery test and the issue remained unresolved. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.